Event description:
It was reported on (B)(6) 2026 that the patient presented with grade 5 functional tricuspid regurgitation (tr) for a triclip procedure. During the procedure, imaging was sub-optimal due to patient's complex anatomy. Two triclips were successfully implanted. Post deployment, the second clip had single leaflet device attachment (slda) from the anterior leaflet. The second clip had physical contact with third clip. The tr was reduced to grade 4 post procedure. There was no clinically significant delay or adverse patient effects reported.

Manufacturer narrative:
The clip remains in the patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.